Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw does not work. The user can not remove the plug and the broken gear cam assembly, in order to install new parts to make the saw functional again. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
A broken cam gear was found during analysis by the subsidiary site. The saw is too difficult to repair at the subsidiary site service center. The sternal saw is not being sent to the manufacturer for repairs, as the unit is not repairable due to no parts available.